Event description:
It was reported that at the user facility a fusion non-union with a possible infection was found for a forefoot deformity correction, causing a the revision of a primary surgery.it was reported that the revision surgery was completed successfully without a delay.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to confirm the reported event without an evaluation of the device. If additional information becomes available, it will be submitted in a supplemental report. Device will not be returned for device evaluation.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage plate had an infection after surgery could not be confirmed since the device was not returned for evaluation. A revision has been done to verify if there was a non union and/or an infection. There was ¿no evidence of infection or loosening but moderate-sized medial talar dome osteochondral defect with suggestion of unstable fragments.¿ a biopsy has also been done; here are the outcomes: ¿acute inflammatory changes are not identified. Focal fat necrosis is apparent. There is also granulation tissue and fibrous tissue consistent with a scar.¿ therefore, the suspected infection was not confirmed after the revision surgery and the biopsy. Non-union and infection are well-known complications which have been taken into account during risk assessment and it is specified in literature: "precautions for use: it is necessary to ensure that the implant corresponds correctly to the intended use. The patient must be immobilized during implantation of the product. Any movement by the patient could prejudice the optimal use of the product. The product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. The clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. It is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation." [Original statement] "side effects possible side effects during the implantation of osteosynthesis devices are: delay in consolidation, pseudarthrosis, the implant pulling free, rupture or deformation of all or part of the implant, infection, hematoma, venous thrombosis, pulmonary embolism, cardiovascular problems, - inflammation of the tendons." [Original statement] "factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. Risk of conflict with other implants. Risk of articular conflict." [Original statement] "sterility non sterile product." [Original statement] "responsibility stryker osteosynthesis declines all responsibility if any of the instructions described above are not followed." [Original statement] moreover, patient presents overweight ((B)(6)) and is (B)(6) then her bone quality may not be optimal. However, revision surgery and biopsy showed no evidence of inflammation and ¿plates and screws appear intact¿, therefore this case is classified as a non-issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that at the user facility a fusion non-union with a possible infection was found for a forefoot deformity correction, causing a the revision of a primary surgery. It was reported that the revision surgery was completed successfully without a delay.